Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01139 and 2134265-2012-03767. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infraction (mi). The patient presented due for planned percutaneous coronary intervention. The 70% stenosed and 40mm long target lesion was located in the ramus with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and overlapping placement of a 3.5x20mm taxus element stent and a 3.5x16mm taxus element stent. Also, a 4.0x9.0mm non-bsc stent was placed, overlapping the 3.5x16mm taxus element stent, resulting in 0% residual stenosis following post-dilation. The following day and prior to the patient's discharge, the patient experienced elevated troponin values and an mi occurred. The patient did not experienced ischemic symptoms, there was no report of stent thrombosis or an abrupt closure and the location of the mi is unknown. The patient was discharged on aspirin and clopidogrel on the day following the index procedure.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).